Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following creation of the corneal flap, the flap could not be folded back as normal. The reporter indicated that surgical intervention was required. Additional information received verified the patient will wait for three months then return to have photo refractive keratectomy (prk) performed.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successfully verified without issue. The image of the ablation check shows a valid and good test. During the reported treatment the user was able to achieve good and stable suction values without problems. The user used energy settings which are also within the defined recommended arrangement of pulse energy. No warning or error messages are detectable, so no technical problems can be identified by the logfile review. Clinical review shows a multiple vertical gas breakthrough (vgb) at several points on the cornea. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 100¿m. Also, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The screenshot on the treatment report allows us to conclude, that there was some fluid on the cornea. No technical root cause was identified as the system was working within specification. The root cause is thinner flap setting by the user in combination with the occurrence of vgb. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the surgeries following were stable. The patient does not have any complications.